Event description:
A consumer (physicist) reported that following intraocular lens (iol) implant surgery, he noticed that there is a difference in reception (with the implanted eye) when a violet laser is in use and was inquiring how the iol absorbs different wavelengths. In a follow-up, the surgeon reported that the probable cause is the yellow tint of the iol. He reported the pt has a number of ocular pre-existing conditions, such as homonymous hemianopsia, transient visual hallucinations, optical ischemic stroke, and visual migraine. The surgeon reported that no medical or surgical intervention was performed to treat the event; and that it is unk if the event continues.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 01/11/2011 by fax and mail. A completed questionnaire was received on 01/13/2011. (B)(4).